Manufacturer narrative:
An unknown number of patients were tested with the lumiradx sars-cov-2 ag test. No secondary or confirmatory tests were reported. Due diligence was performed in an effort to obtain additional data; however the customer could not be reached to discuss the details of this event. No symptoms were reported for any patient. Therefore, a review of product risk assessment - sars-cov-2 ag assay revision 7, resulted in severity of minor, as follows: asymptomatic patients could experience secondary harm of unnecessary self-isolation and possible stress/anxiety. Root cause determination: no definitive root cause has been determined for the reported discordant result based on the information currently available. Investigation conclusion and status of investigation: qc testing is performed on all lots of this product at the time of manufacturing and only lots that meet specifications are released for distribution. Reports of discordant results will continue to be trended and reviewed, with action taken as appropriate in response to any adverse trends or events. The receipt of any new information pertaining to this event will be submitted in a follow-up medical device report.

Event description:
The customer reported an unknown number of suspected false (incorrect) positive results from a rapid result covid test system on individual patients.